Event description:
During a premature ventricular contraction procedure, a validation issue occurred resulting in a delay of the procedure. The system was changed to a non-abbott mapping system and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
One ensite x surfacelink module was received for evaluation. The module was recognized upon connecting to a test station. Evaluation testing revealed that the surflink primary active patch did not produce an expected signal. The voltage readings measured at the (right leg or neutral) ECG electrical pin verified the electrical pin was non-functional. Based on the investigation and information provided to abbott, the reported event was confirmed, and the root cause was attributed to an electrical open to the active belly patch pin from an undetermined event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified.